Event description:
While troubleshooting for an unrelated alarm, a technical service representative (tsr) discovered that a home patient (hp) drained 3657ml of solution on a homechoice (hc) device. Follow up with the peritoneal dialysis registered nurse (pdrn) revealed that the maximum prescribed fill volume was only 2200ml. The drain volume met criteria for an increased intra-peritoneal volume event. Nothing unusual was noted during troubleshooting for the increased intra-peritoneal volume (iipv) event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A device service history record review was performed and revealed no issues that could have caused or contributed to the reported issue, though it was noted that the same customer experienced three previous increased-peritoneal volume (iipv) events, which were captured and reported in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was reported to be unavailable for evaluation. A device history record/service history record review will be completed. Should additional relevant information become available, a supplemental report will be submitted.